Manufacturer narrative:
The reported event of bvvi following MRI was confirmed. The logs were reviewed and the device entered bvvi due to the MRI settings not being enabled by the user prior to MRI.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode due to an MRI. The device was not reprogrammed to the proper MRI protocol. The device was restored successfully. The patient was in stable condition.